Event description:
The customer reported that the ventilator alarmed with battery failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer corrected. Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified.